Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic feeling tired with exertion, the device showed a message stating, "no trend data due to ongoing calibration" and that inappropriate mode switch was observed. The reset auto threshold button was pressed and the patient went for a hall walk. The message persisted post-hall walk. Further programming changes were made to restore the exercise and activity histograms and program back to normal programmed settings. The patient remained mode switched, but felt much better with more energy after taking another hall walk. The device remains implanted.